Manufacturer narrative:
Software has not been evaluated as of the date of this report.

Event description:
A medtronic rep reported an alleged inaccuracy during a cranial surgery. The surgeon performed a successful registration, confirmed navigational accuracy of the passive planer blunt, then noted an inaccuracy when probing location of a deep tumor. The procedure was completed with the use of the stealthstation s7 system. There was no impact on the pt outcome.